Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the complaint states: ¿inner packing damaged. It was reported that during the surgery, out box was complete, 2nd packing was complete, inner packing was damaged as the photo shows. Changed another one, the event re-happened. Changed another one, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided.¿ a physical sample was not returned for examination, however photographs supplied by the hospital confirm the lot numbers reported, and that at least one of the powder bags has a defective supplier seal along one side (see attachment ¿(B)(4).customer photos.pdf¿). Without the physical sample to examine, it is not possible to determine a root cause for this failure. The filling of powder bags is a manual process, and any failure of the supplier seal would be observed either during packing at powder fill, or during the final packaging preparation stage where the powder bag and sterile barrier are placed in a protective moisture barrier. This implies that the failure occurred during the transit or storage of the product. Retained samples from this lot number were examined, and no further instances of this failure mode were discovered. Dva-107020-fde rev 9 was reviewed, and this failure mode is included on line 103 (see attachment ¿(B)(4). Extract from dva-107020-fde.pdf¿). The risk is considered ¿as low as possible¿ and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner packing damaged. It was reported that during the surgery, out box was complete, 2nd packing was complete, inner packing was damaged. Changed another one, the event re-happened. Changed another one, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided.